Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the light blue main body of a minicap transfer set cracked which resulted in leak. This occurred during an unspecified process step of peritoneal dialysis therapy. The transfer set was replaced. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: the device was received for evaluation. Functional tests including leak, clear passage, and clamp function testing were performed with no issues noted. A visual inspection with naked eye identified that the light blue main body of the twist clamp was cracked/broken. The reported condition of leak was not observed in the sample evaluation, however, the reported condition of cracked light blue main body was verified. The cause of the cracked/broken main body could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.